Event description:
Literature: toft m, lilleeng b, ramm-pettersen j, et al. Long-term efficacy and mortality in parkinson's disease patients treated with subthalamic stimulation. Mov disord. 2011. (Wileyonlinelibrary.com). (B)(6). Summary: the authors report on the first 144 patients who received subthalamic nucleus deep brain stimulation (stn-dbs) surgery from (B)(6) 2001 to (B)(6) 2007 in this retrospective study. Preoperative scores and at least 1 assessment 12 months after surgery were available for 131 patients ((B)(6)). Postoperative evaluation was then carried out annually, with the neurostimulator turned on and patients were followed until (B)(6) 2008, or death. Reportable event: the authors reported severe adverse events directly related to the surgery in 14 patients. These include: five extracranial infections, five extracranial hematomas, two seizures, one pulmonary embolus and one cerebral infarction. None of the patients developed symptomatic intracranial hemorrhages or intracranial infections. Additional information has been requested. (B)(4).

Manufacturer narrative:
It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. It is also possible several events occurred in one patient. The patient information provided in section a is the average for all the patients. At this time, no additional information was available, additional information has been requested.